Manufacturer narrative:
Device evaluated by MFR : synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut segment 1 and 2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a partial midshaft break at approximately 344mm proximal to the distal edge of the device tip. The device was still held together there was no device separation. There was a bend in the midshaft at the partial midshaft break site. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal circumflex (cx) artery. A 2..50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent was deformed. The device was removed through the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal circumflex (cx) artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent was deformed. The device was removed through the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.